Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated. The following information was provided by the initial reporter: rn connected chemo tubing to patient using chemo male and female connectors. Within 1 minute of line being connected, chemo tubing came apart at lower connector. No pulling was made to line by rn or patient. Tubing simply came apart with no force. Fortunately, nothing was running through tubing and no harm done.

Manufacturer narrative:
It was reported by the customer that the chemo tubing came apart at the lower connector. One sample and two photos were received for quality evaluation. Visual inspection of the sample indicates that the tubing separated at the outlet port of the most distal y-site smartsite. The customer complaint of separation was confirmed. The investigation was forwarded to manufacturing for root cause investigation. Based on the investigation and the photos provided the potential root cause of the separation was caused by a wear on the solvent dispensing tool. As a corrective action, the solvent dispenser tool was replaced. A device history record review for model 2426-0007, lot number 25023388 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.